Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample when processed using a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. Based on historical quality control results, a vitros tropi es lot 2970 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 2970 at, or below the url concentration of 0.034 ng/ml could not be determined and a reagent issue could not be entirely ruled out. Furthermore, a within run precision test performed on vitros 5600 integrated system was within ortho acceptable guidelines, suggesting that an instrument issue was not a likely contributing factor. Additionally, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was in the affected sample, although this could not be confirmed. The assignable cause is unknown.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample using a vitros troponin I es reagent lot 2970 in combination with a vitros 5600 integrated system. Patient 1 result of 0.425 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected, vitros tropi es result was reported from the laboratory, however, a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).